Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, at an unspecified time, the cgm was reading low but the bg was 13.4 mmol/l. The patient started feeling hypoglycemic during the day, ate some toasts, and thought that she miscalculated carbs intake or insulin dosage. The cgm showed 3.5 mmol/l but she felt bad (lightheaded and shivering). She took six dextrose tabs and called the diabetes hotline, but it was closed. She called an ambulance as she could not swallow. The paramedics administered two more dextrose tabs (for a total of eight). At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.